Event description:
The pt had cypher stents implanted in the proximal left anterior descending artery and 3 overlapping in the right coronary artery. Approx four years later, the pt had acute chest pain and was admitted to the hosp. An electro cardiogram showed acute inferior infarction. An angiogram was performed and a clot was noted in the middle of stent. An angioplasty was performed, however, there was slow flow. An export catheter was inserted, and both neopro and adrenaline were administered resulting in good flow.

Manufacturer narrative:
A male pt with a history of heart disease and smoking experienced an mi and thrombotic event more than four years after cypher select stent implantations. The reason for the pt's initial admission was not reported; but an angiogram revealed lesions in his proximal lad and rca. Pre procedural medications included asa and plavix; while intra procedural medications included heparin and reopro. The performance or recording of acts was not reported. The proximal lad was described as 70% occluded. No other vessel and/or lesion characteristics were provided. The lesion was pre-dilated prior to the placement of a 3.00 x 18mm cypher stent at a maximum inflation pressure of 15atm. The proximal to the distal rca was described as 70-100% occluded. No other vessel and/or lesion characteristics were provided. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 8mm cypher stent at a maximum inflation pressure of 16atm in the proximal rca. This was followed by the placement of two 3.00 x 33mm cypher stents at maximum inflation pressures of 14atm in the mid and distal rca. These three stents were placed in an overlapping fashion and appear to have been placed from the proximal to the distal aspect of the vessel. According to the IFU, the use of more than two cypher stents has not been clinically studied. In addition, the IFU states that lesions requiring the placement of adjacent stents should be treated from the distal to the proximal aspect of a vessel in order to prevent stent migration or the disruption of stent geometry. According to the independent film review, the angiographic results of this procedure were good, and he could not identify any factors that might have contributed to the event. The pt was discharged on medications that included asa and plavix. More than four years after the index procedure, the pt experienced acute chest pain and was admitted to the hosp. An ECG revealed acute inferior mi. A repeat angiogram revealed thrombus within the mid rca stent. According to the indepedent film review, the lad stent was widely patent with no significant isr. The thrombus was initially treated with ptca alone with continued slow flow. This was then followed by aspiration and the placement of multiple stents with a restoration of good flow. The products remain implanted in the pt and are thus not available for eval. Thrombotic events are a known potential adverse event following stent implantation. There are vessel and procedural factors that may have contributed to these event. The product was not returned (or was not available) for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. This product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This is one of three products used in the same pt that were reported under the following mfg numbers 9616099-2007-00036 and 9616099-2007-000037.